Manufacturer narrative:
Visual inspection confirmed the probe is bent in multiple locations near the end, with the tip missing and not returned for analysis. Optical examination of fracture revealed a quasi-brittle fracture surface with no visible indications of fatigue. The bent tip, nature and location of fracture suggests failure due to bend stress overload. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was pre-operatively diagnosed with deformity and underwent fusion surgery at t10 level. During surgery, the probe broke. The product came in contact with the patient. No fragment of the probe remained in the patient. No patient complications were reported.